Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 17:38:20 alvarj114 customer concern: while checking alarm history we have battery failed alarm and pump error 43. Belt clip also damage. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during rewind or during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarms were found on (B)(6) 2021 and on (B)(6) 2021 a total of 7 pump error 43 alarms were recorded in alarm history download and also found using adapt tool. Multiple failed batt test were also recorded on (B)(6) 2021. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. However, the unloaded vaa voltage graph shows abnormal behavior. Device was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, corroded motor connector traces and electronic assemblies were noted during visual inspection. Device also received with scratched case, cracked case(battery tube) and cracked battery tube threads. In conclusion no pump error alarm 43 was noted during testing. However, after visual inspection of electronic assemblies and connectors corrosion was found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm and pump error alarm. Customer stated that battery compartment was damaged. Customer stated they got warning that battery was low and got a battery failed alarm. Customer stated that they had a an error in the motor was detected by reading unexpected value from hall sensor. Customer stated that they were able to clear alarm and able to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.